Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which high threshold allegation was not confirmed. Moreover, it was noted that the hv cable was fractured however, the damage notedwas consistent with the lead having pulled with great force at explant. Hence, the visual inspection did not show any anomaly other than the induced damage during explant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient code appropriate term / code not available captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted. No additional adverse patient effects were reported.